Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info has been requested, but not yet received. Associated mdrs# 1018233-2012-01969, 1018233-2012-01968, and 1018233-2012-01967.

Manufacturer narrative:
(B)(4). Additional info from the importer report: date of this report: (B)(6) 2012. Brand name: avaulta anterior biosynthetic support system. Catalog # 486010.